Event description:
The customer reported discrepant b-type natriuretic peptide (bnp) results, for two patients, involving the unicel dxi 600 access immunoassay system. The customer also noted pick and place errors at the time of the event. Subsequent analyses of the patients¿ samples, on the same instrument and at a reference laboratory, generated higher bnp results for both patients. The original results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. All levels of quality control (qc) were within specifications at the time of the event. The patients¿ samples were collected in ethylenediaminetetraacetic acid (edta) plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for five minutes. The samples were less than six hours old and normal in appearance. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted multiple errors pertaining to the pick and place (pnp) function. The fse realigned all pnps. The fse also noted a reagent pack dispense failure at the time of the erroneous bnp results. The fse noted the pressure regulator was adjusted too low during preventative maintenance (pm) and adjusted it to the correct specifications and recalculated the pressure curves. The fse verified reagent pipettor alignment to reagent packs, wash towers, and carriages. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.